Manufacturer narrative:
Device passed displacement and self tests. After battery installation, however, device powered up with a multi-colored vertical lines each of them 1 pixel in width. After further review, the problem seems to be isolated to electrical board.. There is a section below the lcd controller where some traces may have broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display and vertical lines on it. Customer reported that frozen display was not recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.